Event description:
Additional information received reported that the patient had intermittent stimulation with physical movement such as flexing and/or pressing on the device. It was noted that the lead was placed at the top of t8 in the spine and the device was not loose in the pocket. The reporter stated that the patient still felt something when the device was shut off but "wasn't sure if it was real or not." It was noted that the adaptivestim setting of the device was turned off. It was reported that the event occurred following an implant, and there was no known accident or incident related to the event. It was reported that symptoms were located at the device location in the "parasthesia area" of the body. It was unclear if stimulation was cutting out when the patient was "just standing doing nothing" versus when the patient was moving. Two weeks later, it was reported that the patient may be brought back to the operating room for a lead check or to reseat the lead in the implantable neurostimulator. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reported that the patient was going to have the implantable neurostimulator (ins) replaced the day of the report. The reporter stated that the ins was working until recently but was now dead. It was reported that they were changing out the ins due to issues that the patient had had which included the ins turning on and off when the patient was walking and rapid increases and decreases in parasthesia in general. The reporter stated that if the patient put pressure on the ins, stimulation would cut out. It was reported that the patient also felt heat at the ins pocket.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation from an implantable neuro stimulator (ins) was intermittent. At 25 days following ins implant, it was reported that stimulation was turning on and off. The patient reported that following the implant procedure he had post-operative pain and for the past 7-10 days he perceived a change in stimulation. It was reported stimulation 'comes and goes' when either seated or changing positions. It was reported that if the patient moved or if he palpated around the ins, stimulation came back on. It was reported that impedance measurements were normal with values between 700-1000 ohms. 7 days later it was reported that stimulation was 'turning off or changing in strength randomly.' It was reported that 'if the neurostimulator moves in his pocket or if he makes certain positional changes the stimulation will turn off on its own.' Electrode impedances were measured at 3.0v and all values were between 900-1000 ohms. The patient reported that changes in stimulation were happening '10 times every minute.' The manufacturer's representative confirmed that no cycling is programmed for the ins. Impedances were measured at a lower stimulation voltage and measured between 700-1200 ohms. Setting amplitudes were reported to be 2.5v. The patient's health care professional (hcp) was notified of this information and stated that 'everything looks normal.' The patient was instructed by the hcp to refrain from manually moving the stimulator and let the ins pocket heal. At 24 days later, the patient reported a 'fading sensation' and that stimulation was intermittent. Palpation was reported to cause changes in stimulation. At 6 days later, it was reported that patient continued to have intermittent stimulation and warmth at the ins site when the ins was on. The manufacturer's representative discussed the possibility of a fluid short with the hcp. Additional information has been requested, but was not available as of the date of this report.